Event description:
It was reported that an alert/notification settings issue occurred. On 02/01/2025, it was reported that the patient began experiencing vomiting and felt extremely weak, so much so that he could hardly walk. He reported being unable to eat and, upon checking his dexcom g7 receiver and g7 app, saw that his blood glucose was elevated at over 200 mg/dl. He didn't get any high glucose alert as it was set to 250 mg/dl at that time and he was wondering if there was any discrepancy to the numbers since, he was feeling symptoms of high blood glucose. He wasn't able to do a fingerstick at home as he was not feeling well already. Without administering any treatment himself, he promptly went to the emergency department at nicholas h. Noyes memorial hospital. Prior to the hyperglycemic spike, the patient was itching for a bit and broke out in hives. He couldn't remember what he took, drank, or did that caused the hives. At the hospital, he was placed in a room for monitoring. Blood tests revealed that his blood glucose had risen to over 300 mg/dl, indicating hyperglycemia. He was he was given benadryl (antihistamine) to lessen the reaction first then he was administered with insulin via injection. Despite this, the patient continued vomiting until he eventually passed out about 2 minutes in the emergency room. His wife called a nurse for assistance, and when he regained consciousness, he was transferred to the intensive care unit (ICU). At the ICU, he was given the same medication along with another treatment administered via IV, though he no longer remembers the name of the IV medication. His blood glucose was continuously monitored, but it showed no signs of decreasing. The patient requested to use his own insulin pens (lispro and tresiba) but the medical staff declined. Later that day, the patient began to feel better and was cleared for discharge. He noted that no medications were prescribed for him to take at home. He was officially discharged the following day, (B)(6) 2025. Upon returning home, he used his insulin pens and observed a drop in his blood glucose levels, which made him feel significantly better. Throughout his entire hospitalization, he kept his dexcom g7 sensor on and it was never removed. At the time of the report the patient was feeling okay. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect clinical code: movement disorder. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 02/01/2025, it was reported that the patient began experiencing vomiting and felt extremely weak, so much so that he could hardly walk. He reported being unable to eat and, upon checking his dexcom g7 receiver and g7 app, saw that his blood glucose was elevated at over 200 mg/dl. He didn't get any high glucose alert as it was set to 250 mg/dl at that time and he was wondering if there was any discrepancy to the numbers since, he was feeling symptoms of high blood glucose. He wasn't able to do a fingerstick at home as he was not feeling well already. Without administering any treatment himself, he promptly went to the emergency department at nicholas h. Noyes memorial hospital. Prior to the hyperglycemic spike, the patient was itching for a bit and broke out in hives. He couldn¿t remember what he took, drank, or did that caused the hives. At the hospital, he was placed in a room for monitoring. Blood tests revealed that his blood glucose had risen to over 300 mg/dl, indicating hyperglycemia. He was he was given benadryl (antihistamine) to lessen the reaction first then he was administered with insulin via injection. Despite this, the patient continued vomiting until he eventually passed out about 2 minutes in the emergency room. His wife called a nurse for assistance, and when he regained consciousness, he was transferred to the intensive care unit (ICU). At the ICU, he was given the same medication along with another treatment administered via IV, though he no longer remembers the name of the IV medication. His blood glucose was continuously monitored, but it showed no signs of decreasing. The patient requested to use his own insulin pens (lispro and tresiba) but the medical staff declined. Later that day, the patient began to feel better and was cleared for discharge. He noted that no medications were prescribed for him to take at home. He was officially discharged the following day, 02/03/2025. Upon returning home, he used his insulin pens and observed a drop in his blood glucose levels, which made him feel significantly better. Throughout his entire hospitalization, he kept his dexcom g7 sensor on and it was never removed. At the time of the report the patient was feeling okay. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172667. Diabetes mellitus is a known cause of hyperglycemia, seizure and loss of consciousness. H6 codes: health effect: clinical code problem code: e0122 movement disorder/code not available. H6 codes: health effect: clinical code problem code: correction to disregard 4581 appropriate term/code not available. This is the 12 allegations of unspecified malfunction which resulted in an adverse event for the unknown patient reporting similar symptoms. Please see the following related complaint records: (B)(4).

Event description:
Subsequent to the supplemental MDR, a voluntary MDR/medwatch report was received on 07/29/2025. According to a report received via maude, the patient stated that on (B)(6) 2025, they experienced repeated episodes of vomiting approximately every five minutes before being transported to the emergency room. While in the ER, the patient reportedly began seizing and required resuscitation. The patient does not recall the event and was later informed of the seizure and revival by his wife and medical personnel. Following this episode, the patient was admitted to the intensive care unit (ICU). Subsequently, the patient received a letter from the pharmacy indicating that 12 other individuals had reported similar symptoms including seizures, vomiting, loss of consciousness, and unspecified hyperglycemic episodes potentially linked to the dexcom g7 receiver. Upon reviewing the letter, the patient associated their experience with the symptoms described in the notice. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, a correction is required due to updated data investigation results. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient began experiencing vomiting and felt extremely weak, so much so that he could hardly walk. He reported being unable to eat and, upon checking his dexcom g7 receiver and g7 app, saw that his blood glucose was elevated at over 200 mg/dl. He didn't get any high glucose alert as it was set to 250 mg/dl at that time and he was wondering if there was any discrepancy to the numbers since, he was feeling symptoms of high blood glucose. He wasn't able to do a fingerstick at home as he was not feeling well already. Without administering any treatment himself, he promptly went to the emergency department at nicholas h. Noyes memorial hospital. Prior to the hyperglycemic spike, the patient was itching for a bit and broke out in hives. He couldn¿t remember what he took, drank, or did that caused the hives. At the hospital, he was placed in a room for monitoring. Blood tests revealed that his blood glucose had risen to over 300 mg/dl, indicating hyperglycemia. He was he was given benadryl (antihistamine) to lessen the reaction first then he was administered with insulin via injection. Despite this, the patient continued vomiting until he eventually passed out about 2 minutes in the emergency room. His wife called a nurse for assistance, and when he regained consciousness, he was transferred to the intensive care unit (ICU). At the ICU, he was given the same medication along with another treatment administered via IV, though he no longer remembers the name of the IV medication. His blood glucose was continuously monitored, but it showed no signs of decreasing. The patient requested to use his own insulin pens (lispro and tresiba) but the medical staff declined. Later that day, the patient began to feel better and was cleared for discharge. He noted that no medications were prescribed for him to take at home. He was officially discharged the following day, (B)(6) 2025. Upon returning home, he used his insulin pens and observed a drop in his blood glucose levels, which made him feel significantly better. Throughout his entire hospitalization, he kept his dexcom g7 sensor on and it was never removed. At the time of the report the patient was feeling okay. Data was received. The patient is not in an active session on the app from 1/31/2025 - 2/9/2025 and receiver data is not available. Additionally, pairing failures are observed on 1/31 and 2/1, however patient acknowledged the alerts. No additional patient or event information is available.